Manufacturer narrative:
Isi has received the endowrist vessel sealer instrument involved with this complaint and completed investigations. Failure analysis was unable to replicate or confirm the customer reported complaint that the instrument would not seal. The instrument was placed on an in-house system and driven. The instrument passed recognition and engagement. The instrument moved intuitively with full range of motion in all directions. The instrument also passed electrical continuity testing. The sealing function of the instrument was tested and smoke was seen coming from a wet paper towel. Inspection of the instrument's grip force and electrode gap passed. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. The system logs reveal that a single system error code 22025 occurred during the surgical procedure. A system error code 22025 is generated when the system detects that the cutting blade of the endowrist vessel sealer instrument cannot be retracted and may be exposed. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff claimed that the endowrist vessel sealer instrument stopped working, and would not seal. However, there is no indication that a serious patient injury occurred as a result of the alleged instrument issue. Also, the instrument was returned to isi, evaluated, and no trouble was found. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection procedure, the endowrist vessel sealer instrument allegedly stopped working. To control bleeding, the surgical staff immediately opened another endowrist vessel sealer instrument. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr was going in and out of the o.r. During the surgical procedure which was not recorded on video. The event occurred towards the middle of the surgical procedure while the surgeon was attempting to seal a branch of the inferior mesenteric artery (ima). According to the csr, no post-operative complications were reported. On (B)(6) 2016, contacted the site's robotics coordinator and obtained the following information regarding the reported event: when the surgeon first attempted to use the endowrist vessel sealer instrument, the surgical staff heard audible tones indicating that the sealing cycle was complete. The robotics coordinator also indicated that they saw bubbles while the surgeon was sealing vessels/tissue. However, when the surgeon attempted to seal the ima, the endowrist vessel sealer instrument stopped sealing. The surgical staff replaced the endowrist vessel sealer instrument with a new one and the surgeon was able to complete the surgical procedure. The robotics coordinator did not know the approximate diameter of the ima. There were no reports of calcification of the vessel. The estimated blood loss of the surgical procedure was less than 500 ml and no post-operative complications were reported.